Event description:
Dermatome allegedly "skiping" described by surgical team during first use of new instrument. Experienced surgeon and team have used zimmer air dermatome in past. Blade replacement did not change instrument behavior. Multiple graft sites resulted for pt due to quality of harvest.